Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient experienced hyperglycemia. The reporter did not provide any details on whether the patient¿s experienced any symptoms, administered any treatment or checked their bg. The patient received a low critical alert and the patient¿s husband took the patient to the emergency room. Upon arrival, the nurse checked the patient¿s bg and it was 350 mg/dl. The patient was given metformin, high blood pressure medicine, jardience 5mg and admitted for observation. The patient remained in the hospital for few days for evaluation. At the time of the report the patient was stable and undergoing physical therapy. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.